Manufacturer narrative:
The sample was not returned for evaluation. A review of the manufacturing records was performed and found that the lot was manufactured to specification. The recommended minimum trocar/incision size for product code 5955450, per the instructions for use, which are provided with the device, is 10mm. As reported the surgeon intended on using an 11mm trocar, however the physicians assistant (pa) attempted to the place the device through an 8mm trocar causing the device to become stuck. Based on the event as reported it appears that the balloon assembly came free from the mesh due to the device being placed in a trocar smaller than the minimum recommended size, as such this complaint is confirmed for use related. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It was reported that the pa (physicians assistant) prepared the bard ventralight st with echo for insertion by rolling the device and then placing it into an 8mm trocar. As reported the device became stuck in the trocar and was pulled out. After which it was noted that the balloon assembly in full was free from the mesh. Another device was prepared for insertion this time through the intended 11mm trocar. The device was placed without issue. As reported the surgeon attributes the event to a new staff member who may have been inexperienced with placement of the echo device. The problem did not impact the patient and nothing came free or detached from the balloon assembly